Event description:
Physician swiftly removed right coronary catheter from pt and catheter broke. Sheath introducer came out of the femoral artery but distal end remained inside pt. Physician was able to retrieve catheter with hemostats. Pt to routine recovery.